Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during setup and testing, the device issue was "v1.6.5, d2a offset voltage background (bgnd)" test twice.

Manufacturer narrative:
One device was returned for analysis of complaint that the device issue was "v1.6.5, d2a offset voltage background (bgnd)" test twice. No recent service history was found. The complaint was observed/confirmed during the event log review d2a offset voltage bgnd test, force sensor bridge test, plunger sensor failure, base task timeout, base not responding. Pump fails occlusion test, clutch slipping. Replaced clutch and leadscrew along with plunger tube and both plunger cases due to damage. Visual and functional testing was performed. Probable cause of complaint was a defective main circuit board, interconnect board. Device passed all testing post repair.